Event description:
The customer called in to report hospitalization for vomiting due to high blood glucose levels and diabetic letoacidosis. During troubleshooting, it was found that the insulin pump was functioning properly, however, the cannula was bent and patient was advised to change infusion set every 2 to 3 days. Customer was treated with an insulin drip and blood glucose level was 500 mg/dl at time of hospitalization. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.